Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Information received from a consumer reported that she shut the stimulator off every night and then turned it back on in the morning. For a few days prior to (B)(6) 2015 the consumer would shut the stimulator off at night, but when she woke up in the morning the stimulator was already on. The consumer stated that she followed the exact steps that patient services reviewed for turning the stimulator on/off and that she even looked at the programmer screen for a few minutes to make sure that the stimulator was off. The consumer always verified that there was no lightning bolt apparent in the implantable neurostimulator (ins) icon. The consumer was going to turn the stimulator off during the day and then check the ins status an hour later to see if it would do the same thing as when she went to bed at night. The consumer was also to follow up with her health care provider. The issue occurred during use. No further outcome or cause was reported. Follow-up was initiated to obtain this information; if additional information is received a supplemental report will be sent. The consumer's indications for use were noted to be head/neck (non-malignant) and spinal pain.

Event description:
Additional information received from the consumer reported the as a step to resolve the issue, the patient stopped doing it. Since then, the person the patient spoke to said he would have to go to the doctor for him to check the stimulation. If it came back, the patient would.

Manufacturer narrative:
(B)(4).